Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using a proglide device after a coronary stenting procedure. Reportedly, a cuff miss occurred when the needle plunger was retracted. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse patient sequelae. A 6f sheath was used. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.a follow-up report will be submitted with all additional relevant information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device has not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.the other proglide device is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the device was fully deployed. The plunger/needles assembly, suture, posterior needle tip, anterior and posterior cuff and link were not returned. Therefore, the scope of this investigation was limited. There was no detected device damage. Blow through marks were noted on the posterior foot. The blow through marks indicated proper posterior cuff ejection from the posterior foot. Deployment capability was tested using a proxy plunger/needle assembly by inserting the plunger/needles into the returned proglide device and fully depressing the plunger. The plunger and needles deployed fully without resistance with each needle entering the respective foot pocket. No malfunction or anomaly was detected with the device. Based on the received condition of the device and testing results, the reported experience or link the reported patient effects could not be determined. During manufacturing, the needle trajectory of every device is verified during manufacturing. Additionally, samples from the lot are functionally and destructively tested to assure proper device function. Reportedly, the common femoral artery was moderately calcified, which was likely a major contributing factor in the event. The proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. A cuff-miss may occur if the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, aggressively deploys the plunger, aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. The user is reported to be trained in proglide use and there was no reported information to suggest a technique issue was involved. Additionally the received device did not present any indication that a cuff miss occurred. Based on the investigation, the returned device performed according to specification and there was no detected product lot quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and no product deficiency was detected.